Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported the hydro-dissection cannula came off the syringe during a procedure. There was no harm to the patient. The product samples were not retained. No additional information is expected. This is one of two reports for this surgeon.

Manufacturer narrative:
The custom pak lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. A sample has not been returned for this complaint. The file will be processed for closure and opened at a later date if a sample is returned. The root cause of the customer's complaint is not known; a sample was not returned for investigation. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. (B)(4).